Event description:
It was reported that the atrial lead exhibited high impedance and high thresholds. A fluoroscopy showed damage between distal tip and the ring electrode. The lead was explanted and replaced during a routine device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.